Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor could not display an image. This could cause the system to become unusable due to the inability to display a live image. There is no report of injury or death associated with the event described in this complaint.